Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's battery. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to deliver a shock. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.